Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, damage to the display was observed. The device's lcd display needs to be replaced to address the issue. The unit was scrapped.